Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) had a fiber optic broken port. It is unknown under which circumstances the event occurred or if there was any patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) had a fiber optic broken port. There was no patient injury reported.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) had a fiber optic broken port. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: (site country, email address), ( type of investigation, investigation findings, investigation conclusion, component code). A getinge field service engineer (fse) replaced scroll compressor due to hours, replaced 9v battery due to age, replaced filters/mufflers due to hours, and replaced tidal volume disk due to hours. Replaced safety disk on field action 44381189, replaced upper assembly panel on so 44122372. See pm 44288895 for all check sheets and machine fault logs. The defective components were received for further investigation. The fat performed a visual inspection of parts and found:pn: 0334-00-1811 has the label is peeling off. Pn: 0334-00-1813 has the label peeling off. Pn: 0997-00-0644 the fiber optic door is loose and will not close. Please see attachment. The final investigation has been completed by failure analysis and testing department. Retaining the upper panel in the failure analysis and testing department per procedure.